Event description:
A us distributor reported that an electrode belt had non-functional tes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node "dn" and the rear therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.